Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Of note, the patient's implantable cardioverter defibrillator (ICD) is a non-boston scientific product. Technical services (ts) at both boston scientific and the competitor were consulted for further review and recommendations. No adverse patient effects were reported. This rv lead remains in service.